Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Erosion, extrusion and infection are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of erosion, extrusion and infection are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with pump erosion through the scrotum, with exposed aus tubing, which led to evaluation and diagnosis in the emergency room. An infection had developed at the time of presentation. During a revision surgery, the physician confirmed that the urethra was also eroded at the cuff placement site. All components of the aus were removed, and the device was explanted. No further patient complications were reported.